Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: simplex p with tobramycin 1 pack; cat #: 6197-9-001; lot #: mha062. Triathlonctrfemconeaug sz3&4l; cat #: 5549-a-641; lot #: k2nh. Triathlon cemented stem-15mm x 50mm; cat #: 5560-s-115; lot #: 0100738l. Tri ts femur sz3 left; cat #: 5512-f-301; lot #: d3h9u. Triathlon stem extender 25mm; cat #: 5571-s-025; lot #: x42m4a. Triathlon femoral distal augment 5mm - size 3 left; cat #: 5540-a-301; lot #: b9x7d. Triathlon femoral distal augment 5mm - size 3 left; cat #: 5540-a-301; lot #: dei3g. Tri post augment sz3 5mm; cat #: 5543-a-300; lot #: dyd9e. Tri post augment sz3 5mm; cat #: 5543-a-300; lot #: d3g9i. Triathlon prim tib baseplate - cemented; cat #: 5520-b-300; lot #: yzbj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
In response to follow-up, an exam note from (B)(6) 2020 noted: "...she experiences mild discomfort at the lateral joint line and into the distal it band...she is able to walk comfortably but struggles as the distance becomes greater..." The reported treatment plan includes formal physical therapy.